Event description:
The pt began feeling ill the evening of 7/19, "she felt like she was going to throw up." She tested her blood glucose on her one touch ii meter at 1:45/a on 7/20. The result was 83 mg/dl. Because of the low result, she drank orange juice which she immediately threw up, she "couldn't keep anything down." The pt was transported to the hosp at 6/a where a laboratory blood glucose result of 800 mg/dl was obtained. It is unk what treatment was provided to the pt. She was scheduled to be released the same afternoon. The reporter was informed by a lifescan representative that severe dehydration due to vomiting may produce inaccurate low results.